Event description:
It was reported that the asymptomatic patient presented in clinic after an episode of ventricular lead noise was observed via remote transmission. The noise was reproduced in clinic. Myopotential oversensing was suspected. Device interrogation revealed multiple automode switch episodes due to noise on the atrial lead. The device was reprogrammed. Follow-up will continue.

Event description:
New information received noted some far r sensing too but extended (pvab) post-ventricular atrial blanking period to reduce far r. The patient will continue with follow ups. Patient is feeling well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.